Event description:
Info received indicates the bed exit will set but does not alarm.

Manufacturer narrative:
The technician isolated the issue to the bed exit sensor strips. He replaced the sensors to repair the bed.